Event description:
Can't stand for over an hour/could not stand over 1 hour without pain in right knee [difficulty in standing] . Pain in right knee [aching (r) knee] had knee issues before but not this bad [arthropathy aggravated]. Fluid build up around knee [knee effusion]. Swelling [knee swelling]. Case narrative: initial information received from united states on (B)(6) 2020, regarding an unsolicited valid serious case received from patient. This case is linked to case (B)(4), (cluster). This case involves a 73 years old female patient who experienced pain in right knee, can't stand for over an hour/could not stand over 1 hour without pain in right knee, had knee issues before but not this bad, fluid build up around knee and swelling, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included knee issues. The patient's past medical treatment included cortisone shot in (B)(6) of 2020. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate, solution for injection at an unknown dose, once via unknown route (with an unknown batch number) for osteoarthritis. Information on the batch number was requested. It was reported right afterwards patient had fluid build up around knee (joint effusion), pain (arthralgia) and swelling (joint swelling) and can't stand for over an hour (dysstasia) (latency: same day). Patient stated that she could not stand over 1 hour without pain in right knee. The patient had knee issues before but not this bad (arthropathy) and it was totally destroying her life (onset: 2020; latency: unknown). The consumer also reported she has to sit for 10-15 minutes for the pain to decrease and was using crutches. The events of arthralgia and dysstasia were assessed as serious due to disability. Patient mentioned that the cortisone shot in (B)(6) of 2020, was not like this. The patient had an appointment with her doctor in (B)(6) of 2020, and he wants to do a knee replacement. Action taken: not applicable for all events. Corrective treatment: using crutches for dysstasia, using crutches, sit for 10-15 minutes for pain to decrease for pain in right knee; not reported for rest of the events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6) 2020. Follow up was received on 10-sep-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on (B)(6) 2020, from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 17-sep-2020: this case concerns a patient who had treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and right afterwards had pain in right knee and patient could not stand for over an hour without pain in right knee. The patient was using the crutches and had to sit 10-15 minutes to decrease the pain. Based on the information available the plausible causal role of the device cannot be denied, however, patient also had knee issues before the administration of the injection and more information regarding nature of the knee issues and concurrent clinical presentation, concomitant medications and other risk factors is required for further case assessment.

Event description:
Can't stand for over an hour/could not stand over 1 hour without pain in right knee, [difficulty in standing] , pain in right knee [aching (r) knee] , had knee issues before but not this bad [arthropathy aggravated] , fluid build up around knee [knee effusion] , swelling [knee swelling] . Case narrative: initial information received from united states on (B)(6) 2020 regarding an unsolicited valid serious case received from patient. This case is linked to case (B)(4) (cluster). This case involves a (B)(6) female patient who experienced pain in right knee, can't stand for over an hour/could not stand over 1 hour without pain in right knee, had knee issues before but not this bad, fluid build up around knee and swelling, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included knee issues. The patient's past medical treatment included cortisone shot in (B)(6) 2020. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate, solution for injection at an unknown dose, once via unknown route (with an unknown batch number) for osteoarthritis. Information on the batch number was requested. It was reported right afterwards patient had fluid build up around knee (joint effusion), pain (arthralgia) and swelling (joint swelling) and can't stand for over an hour (dysstasia) (latency: same day). Patient stated that she could not stand over 1 hour without pain in right knee. The patient had knee issues before but not this bad (arthropathy) and it was totally destroying her life (onset: 2020; latency: unknown). The consumer also reported she has to sit for 10-15 minutes for the pain to decrease and was using crutches. The events of arthralgia and dysstasia were assessed as serious due to disability. Patient mentioned that the cortisone shot in (B)(6) 2020 was not like this. The patient had an appointment with her doctor in (B)(6) 2020 and he wants to do a knee replacement. Action taken: not applicable for all events corrective treatment: using crutches for dysstasia, using crutches, sit for 10-15 minutes for pain to decrease for pain in right knee; not reported for rest of the events outcome: unknown for all events a product technical complaint was initiated and results were pending for the same.